Manufacturer narrative:
Retrospective quality review indicated this complaint should have been MDR reportable. No additional clinical info was received from the reporter. The complaint sample was returned for eval. Only the threaded portion of the implant was returned for eval, preventing a review of the device history record for the specific implant batch. It was considered that this event is an isolated incident; it will be monitored for recurrence. A historical review of the complaint log shows that this is the first of 6 atoll locking screw separation complaints that occur from (B)(4) 2008 thru (B)(4) 2010. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
The reporter stated that during a spinal surgery procedure, the product seat separated from saddle of the screw.